Manufacturer narrative:
(B)(4). The patient age was described as in their 60s. Event date: the patient experienced peritonitis on an unreported date in (B)(6) 2015. During follow up with the physician, it was reported that the date of hospitalization was an unreported date in the same month as the month of onset of peritonitis. On an unreported date, the patient began treatment with unknown antibacterial drug and unknown antibiotic (dose, route, frequency, and duration not reported). At the time of this report, the patient was recovered from the event and was discharged from the hospital. Dianeal and extraneal therapies were ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome of this peritonitis event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.